Manufacturer narrative:
Internal tubing of the device contained discoloration indicating possible contamination. The device was then tested, and cfu counts did not meet the acceptance criteria. The device went through an internal water pathway replacement and afterwards, according to lab results, the cfu count met the acceptance criteria. The device was inspected and is fully functional.

Event description:
Cardioquip service was notified that a cardioquip technician visually identified potential bacterial contamination in the tubing of this device during pm. An internal water pathway replacement was recommended by the cardioquip director of operations due to the yellow and brown discoloration in the water path.